Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical study report stating that after using the perfluoropropane gas the patient was experienced with elevated intraocular pressure . Medical treatment was provided and symptoms were improved.

Manufacturer narrative:
The c3f8 [perfluoropropane (pfp)] gas tank was not returned for evaluation. A check of the batch production record for lot showed no unusual manufacturing issues. A check of the complaint records showed seven other complaints against lots. No sample was returned for evaluation. An analysis of the retain sample for los, showed that the product was perfluoropropane (pfp) and met all release criteria. The root cause cannot be determined conclusively. Manufacture will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).